Event description:
It was reported that during patient transport, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll 02/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Device available for evaluation? - the date that the device was returned to the manufacturer was 02/12/2015, not 02/10/2015. Investigation results for the returned platform as follows: visual inspection was performed and found that the encoder cover was damaged. From the condition of the platform, the damage appears to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a "system error - out of service" message upon power up. Further inspection identified the cause to be a defective system processor board. Following replacement of this board, the platform passed functional testing with no other user advisories, warnings or error messages exhibited. A review of the platform's archive data was performed and found multiple system error code 139 messages on the reported event date of (B)(6) 2015. In addition to the reported "system error" messages, the archive also shows multiple user advisory (ua) 2 (compression tracking error) and ua 17 (max motor on time exceeded during active operation) codes on the same date. There were no mechanical issues identified with the platform which could have caused or contributed to the ua 2 codes. Based on information provided by the customer indicating the patient was in transport while the autopulse platform was in active operation, the cause of the ua 2 codes is likely misalignment of the patient on the platform. Based on full evaluation, a cause for the observed ua 17 codes could not be determined. Possible causes include the device brake gap being out of specification or the motor controller failing. However, it should be noted that inspection of the platform did not identify any contributory deficiencies or failures with the device. The parts identified for replacement were the encoder cover and the system processor board. In summary, the reported complaint was confirmed upon functional inspection as well as during platform archive review and attributed to a defective system processor board. Following service, including replacement of the processor board and the damaged encoder cover, the device passed all test criteria.